Event description:
It was reported that the ilet bionic pancreas screen cracked while the user was sleeping, rendering the touchscreen nonfunctional and the device unusable; the user¿s blood glucose at the time was 85 mg/dl, and the user reverted to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.